Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker had an inappropriate low voltage output. The right atrial lead exhibited myopotential oversensing which resulted in inappropriate mode switch that was reproducible during exercise. No intervention was performed. The patient was stable.